Event description:
A report was received by ciba vision in 2001 that a pt had a right eye memorylens implanted in 2001. At examination following the implant, the dr noted a crack in the lens surface when the lens unfolded in the eye. The dr explanted the lens and replaced it with another product.